Manufacturer narrative:
Examination of the returned instrument confirmed thread damage. The root cause is attributed to inadvertent user error; the impact load transfers to the threads if the impactor is not fully threaded onto the cup. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after impacting a cup with the product in question, the surgeon found the screw part of the tip of the product broke. It was reported that no broken piece was left in the patient's body. There was no surgical delay or harm to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.